Event description:
We received an allegation about discrepant results for 2 patients' samples tested with bicarbonate liquid assay, 1 patient sample tested with calcium gen. 2 assay, and 1 patient sample tested with glucose hk gen.3 assay on a cobas c 503 analytical unit. Sample 1: bicarbonate liquid: initial result: 35.5 mmol/l. Repeat result: 20.5 mmol/l. Sample 2: bicarbonate liquid: initial result: 36.3 mmol/l. Repeat result: 24.7 mmol/l. Sample 3: calcium gen. 2: initial result: 7.10 mg/dl. Repeat result: 9.21 mg/dl. Sample 4: glucose hk gen.3: initial result: 16.6 mg/dl. Repeat result: 131 mg/dl. No questionable results were reported outside the laboratory, as the initial results were inconsistent with the patients' previous results. The samples were then repeated on a different cobas c 503 analytical unit.

Manufacturer narrative:
The bicarbonate liquid reagent lot number was 916083 with an expiration date of 31-dec-2026. The calcium gen. 2 reagent lot number was 920240 with an expiration date of 31-jan-2027. The glucose hk gen.3 reagent lot number was 919276 with an expiration date of 28-feb-2027. A general reagent issue can be excluded since the qc was acceptable. A field service engineer (fse) checked the solenoid valve and found that the diaphragm was broken. He also found that the rinse tube was dirty, the reaction cell was overflowing, and the liquid was dropping from the detergent nozzle. He performed several service actions, including replacing the rinse tube and adjusting the cell rinse water volume. Precision studies were performed, and they were within specifications. The service actions performed by the fse resolved the issue. The cause of the event was consistent with a hardware issue.